Event description:
Health care professional report the aortic punch being dull. The device was not returned however other punches from the same lot were returned for evaluation. There was no report of adverse effects to the pt.